Event description:
An insurance company is filing a claim under reference number (B)(4) alleging that a heating pad was the cause of an injury to its insured. There was not a report of property damage with this incident.